Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included eight psi underwater pressure leak test, clear passage test, clamp function test and device-device interaction testing with no issues noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell eight of nine in peritoneal dialysis. The patient was connected at the time of the alarm. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative advised care giver to end the therapy. The care giver was to drain the patient with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.